Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03517, 2134265-2016-03518, and 2134265-2016-03853. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified lesion. During a procedure, an opticross imaging catheter was used in conjunction with an ilab and a sled. Upon pullback, the automatic pullback has stopped. Reconnection of the opticross was done, however, the issue was not resolve. The physician removed the opticross&#10241;nd replaced it with another opticross, however, same issue occurred. The procedure was completed with another opticross&#11168;no patient complications were reported and the patient's condition is good.